Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient was placed in a tube in (B)(6) 2019. The pediatric patient needs to be implanted with a bard PICC catheter in his left upper arm due to chemotherapy for malignant lymphoma. The end of the catheter is at t7. In the past year, it has been basically treated and maintained. The hospital is maintained several times. When I came to the hospital for maintenance one week before chemotherapy on (B)(6), I found that my upper arm was swollen and the flushing tube was leaking. The child was told to take a CT to confirm the catheter position. The parent of the child did not pay attention to it and did not respect the doctor's advice. On (B)(6), a CT scan of the lungs after chemotherapy found that the catheter was broken in the body, about 10 cm. Located in the aorta to the left pulmonary artery, pulmonary embolism causes respiratory failure. Ask a child¿s cardiovascular consultation to collect foreign bodies from the catheter in the dsa room. The child is currently under observation in the blood intensive care unit. 3. The parents are emotionally stable and the child¿s physical condition is stable."